Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient stated she had a ruptured right breast implant. The implant is noticeably moving around, high on her chest, and has been causing her pain. She now has similar symptoms/complications with the left breast and the left implant is suspected to be ruptured. Magnetic resonance imaging is scheduled to verify the ruptures. Additionally, the patient is experiencing issues focusing/concentration, memory problems, fatigue, tenderness, and sensitivity to light. Consultation with a medical professional has been conducted but no diagnosis has been provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.the reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry).several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast implant. Refer to manufacturing report number 1645337-2022-07693 for the contralateral event.

Manufacturer narrative:
On july 20, 2022, mentor received information that the rupture only affected the right breast implant per findings of magnetic resonance imaging. As this file is associated with the left implant, the rupture code is no longer applicable to this file. An explantation date was provided as (B)(6) 2022. On (B)(6) 2022, mentor became aware that the patient was rescheduled for explantation surgery which was performed on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: generalized illness, device migration . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 05, 2022, mentor received additional information that the patient was diagnosed with bilateral baker grade iii capsular contracture. As such, the codes have been updated to accurately reflect the updates. The patient's weight was also provided. The appropriate fields have been populated. On september 13, 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. On september 22, 2022, mentor became aware the patient was bilaterally replaced with 550cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 28, 2022, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the patient was rescheduled for explantation surgery which was performed on (B)(6) 2022. The appropriate fields have been populated.manufacturer¿s reference number:(B)(4).